Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips by the philips demonstration device group that the device required processor pca replacement due to failure reported. Further information was that the lead select was scrolling automatically.there was no patient involvement.